Event description:
Pt was positioned in prone jack knife position - esu ground pad placed on left posterior thigh - esu set at 25 coag o cut. Post-op when pt was turned from or table to stretcher. Orange discoloration was noted right anterior upper and mid thigh, left upper anterior thigh and pubic area. Attempted to remove with water and whisk. Unable to remove. Pt was examined by dr in pacu. Silvadene cream and light dsg supplied by pacu. Esu unit, pencil and grounding pad (with adequate adhesive intact) removed from department by biomed.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.